Event description:
It was reported by the affiliate that when the device was used during an unknown procedure, it would not open. Opened another device to complete the case. There was no consequence to patient.